Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "eclipse shield loose on some of the needles. 2 sheaths did not click into the safety shield (relates to the 2nd lot number). With regards to the 3rd lot number the staff member states that the safety shield fell off. All 3 incidents occurred with the same member of staff. Additional info (B)(6) 2019:I have visited senior phlebotomist at clinic and she has confirmed date of nsi was (B)(6) 19 and the member of staff was able to have a patient sample drawn. This all tested negative. Trust procedure for needlestick was followed including datix, occupational health. Mentioned the staff involved was experienced but they queried technique however observations described were once the needle had been closed it may have been stick out the end or not fully covered." Complaint 1 of 2.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "eclipse shield loose on some of the needles. 2 sheaths did not click into the safety shield (relates to the 2nd lot number). With regards to the 3rd lot number the staff member states that the safety shield fell off. All 3 incidents occurred with the same member of staff. Additional info (B)(6) 2019: I have visited senior phlebotomist at clinic and she has confirmed date of nsi was (B)(6) 2019 and the member of staff was able to have a patient sample drawn. This all tested negative. Trust procedure for needlestick was followed including datix, occupational health. Mentioned the staff involved was experienced but they queried technique however observations described were once the needle had been closed it may have been stick out the end or not fully covered." Complaint 1 of 2.